Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient developed a hematoma in the pocket and it was not possible to obtain an accurate impedance measurement. Further investigation revealed episodes of non-sustained oversensing due to possible myopotentials that may have caused the inability to measure impedance. Reprogramming was suggested. The hematoma was evacuated and measurements were then stable.